Event description:
Materials#: 305916; batch#: 2059516. It was reported by the customer that the administering vaccine in client's arm when vaccine leaked from the syringe/needle connection. Vaccine was readministered as unsure how much vaccine client received. Possible blocked needle, issue not visible, no images available. Verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information. Ahs mdip reference number (ID): (B)(4).. Date of incident (yyyy-mm-dd): 2023-09-26. Site name/location: (B)(6). Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: was administering menconc vaccine in client's arm when vaccine leaked from the syringe/needle connection. Vaccine was readministered as unsure how much vaccine client received. Possible blocked needle, issue not visible, no images available. Impact of incident: who was affected? Patient. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: possibly (B)(6)? Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: 308-305916. Was the device retained? No. Investigation request. Expected type of investigation: lot review.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle leaked at the luer connection. The following information was provided by the initial reporter: "administering vaccine in client's arm when vaccine leaked from the syringe/needle connection. Vaccine was readministered as unsure how much vaccine client received. Possible blocked needle, issue not visible, no images available." "No serious harm was reported." Level of harm: no apparent harm - reached patient/person, inconvenient. Impact of incident: who was affected? Patient.